Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6) product type b3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. The reason for call was patient mentioned that they fell last week. Patient mentioned that they went to emergency room and was advised that everything is all right. Agent had patient reset the handset and the communicator. Agent had patient tried to connect to the communicator, however, patient got no device found message. The troubleshooting steps done on the call did not resolve the issue. Agent sent a message to the field for visibility.